Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Explant date: not applicable, as lens was not explanted. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after zcb00 intraocular lens (iol) was implanted into patient's eye, doctor noticed lens had 3 dots at the haptic optic junction. Iol remains implanted. Vision post-operative is 6/6 1 day post op. No impact on the patient's vision. No further information available.